Event description:
It was reported that a health care professional contacted boston scientific asking to review some electrograms as they had difficulties interpreting the rhythm. Ts indicated that there could be different scenarios present, including a conducted rate from the atrium with an intrinsic atrioventricular delay, a slow ventricular tachycardia (vt) with retrograde conduction that makes the atrium refractory to normal sinus rhythm, an atrioventricular node reentry tachycardia (avnrt) or a potential slow vt with far field r wave oversensing. None of the scenarios were confirmed as ts indicated that in this case, it is very difficult to distinguish the rhythm as being conducted or not conducted. Noise oversensing was identified in some episodes and further evaluation was recommended to determine its cause and to assess lead integrity. Additionally, it was advised to consider other diagnostics such as electrocardiogram monitoring and holter monitoring to confirm the rhythm. The device remains in service and no adverse patient effects have been reported. The cause of the noise oversensing is unknown at this time. Additional information was received. The patient has not attended the clinic for further evaluation. A follow up is scheduled to be performed in the upcoming months. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that a health care professional contacted boston scientific asking to review some electrograms as they had difficulties interpreting the rhythm. Ts indicated that there could be different scenarios present, including a conducted rate from the atrium with an intrinsic atrioventricular delay, a slow ventricular tachycardia (vt) with retrograde conduction that makes the atrium refractory to normal sinus rhythm, an atrioventricular node reentry tachycardia (avnrt) or a potential slow vt with far field r wave oversensing. None of the scenarios were confirmed as ts indicated that in this case, it is very difficult to distinguish the rhythm as being conducted or not conducted. Noise oversensing was identified in some episodes and further evaluation was recommended to determine its cause and to assess lead integrity. Additionally, it was advised to consider other diagnostics such as electrocardiogram monitoring and holter monitoring to confirm the rhythm. The device remains in service and no adverse patient effects have been reported.